Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm2). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the mtm2.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side manipulator (psm2) was out of control and could not open and close suddenly. The customer power cycled the system however the issue was unable to be fixed. Due to procedure was ongoing, the customer used psm3 to continue procedure. The system had no error reported and customer found a component near the patient side cart (psc) which was doubted if it had fallen off the psm. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm2) was returned for failure analysis and the customer reported problem was not confirmed nor replicated. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a patient side cart fixture test platform (pftp) system where all tests passed within specification. Once testing was completed, the mtm was inspected but no faults could be identified. The calibration is the potential root cause of the reported event which is attributed to a software issue.